Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant when the post operative echocardiogram revealed a leak in the area of the right, non-coronary commissure. Postoperatively, the patient developed acute respiratory failure and expired. There were no issues with cardiac function.

Manufacturer narrative:
Evaluation method code: device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on march 6, 2009, and is currently undergoing analysis. Conclusion: review of the device history record shows that this valve met all manufacturing specifications prior to release. No issues were noted that would have impacted the event. A follow up report will be filed following completion of the analysis.